Event description:
It was reported that during a stenting treatment procedure, stent damage occurred post deployment. Vascular access was obtained via the right femoral artery. The target lesion was located in the circumflex (cx) artery. The 2.50x16mm promus element plus was successfully deployed at 11 atms in the distal cx through a vein graft. The stent was not post dilated. The physician then attempted to cross the promus element plus stent with a 12mm x 1.50mm apex push monorail to pre dilate the cx and the stent was deformed. Multiple attempts to cross with the apex balloon were unsuccessful and the procedure was considered complete. No further patient complications were reported and the patient status is listed as "okay."

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).